Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end, the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent struts were initially crimped on the balloon and the stent was initially crimped between the x-ray markers. The bsc watchdog haemostatic valve was not returned. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the rca. The orsiro did not cross lesion and was removed from the patient, further pre dilatation was done. During attempt to load the orsiro back onto the wire it was noticed that the stent was damaged. The device was not used anymore.